Event description:
The device was used during a "har". Reportedly, the device was difficult to remove. The surgeon was able to remove the device and tissue was torn upon removal. The surgeon converted to a low anterior resection to complete the procedure. The hosp has reported no pt injury occurred.